Manufacturer narrative:
B3: date of event is estimated. The unit received a reported system hot, which was not confirmed, diagnostic screen shows sieve warning due to high psa (14) and data log also shows multiple psa-14 and sieve warning. The internal 02 reading measured 89%, while the external 02 reading measured 87%. The issue was caused by low columns efficiency due to zeolite absorbed too much moisture. Housing top and lower was damaged issues caused by possibly drop the unit. And the unit has failed on sensor blocks due to tester transducer x1, x2 fails on repeat testing.

Event description:
It was reported that the patient's device got hot and shut down by itself while at church, and the patient's oxygen levels decreased. Patient stated the device got so hot it felt like it was burning their skin. As a result, the patient went home to their stationary oxygen unit. Replacement device has been received and no issues have been noted with the device.